Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a sensor error alert. The customer stated this was the third sensor error alert they had received. The customer also stated they stopped wearing their sensors. The customer's blood glucose was 421 mg/dl. Customer stated they were having high blood glucose because they forgot to bolus. Customer had treated for their blood glucose. The customer was also informed inserting their sensor on their leg was considered off label use. No additional information provided.